Event description:
Manufacturer was notified that a physician removed and replaced the device @ 2 weeks postop due to their observation of a milky optic on the implanted iol. Batch records were reviewed and showed no deviations. A review of the historical complaint database revealed no similar reports for this batch were received. Device has not been returned to the manufacturer for analysis.